Manufacturer narrative:
It was reported that there was a fingerprint on the syringe. One sample model my8030, lot 23085585 was returned for investigation by the customer. The set was examined for defects and abnormalities. A fingerprint was seen on the syringe. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the place of origin cannot be determined. Surgical gloves are warn 100% of the time while handling the product. A device history record review for model my8030 lot number 23085585 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe had foreign matter the following information was received by the initial reporter with the following verbatim the xxx was using the syringe to draw up a dose of carboplatin. During this step, the technician noticed an imprint on the inside of the syringe barrel that resembled that of a fingerprint. The technician stopped using the syringe and used a new one to complete the dose for a patient.